Manufacturer narrative:
System log files were analyzed and the polaris tool localizer reports a few times that the tool is probably not plugged in. It is possible that the active tool has an intermittent connection, but the cause of the issue could not be determined. The system has been used successfully for multiple surgeries since the reported event. No further subsequent issue reported.

Event description:
A medtronic representative reported intermittent tracking that occurred while in a cranial tumor resection. Tracking stopped prior to registration. The medtronic representative trouble-shooting re-booted the system to restore normal function. The surgeon opted to bring in the site's second navigation system as a back-up. The patient was registered on both navigation systems to continue the procedure. Mid-navigation, the cross-hairs went red and the original navigation system could not track. At that time, the surgeon discontinued use of the original navigation system and switched over to complete the procedure using the second navigation system. The procedure was completed as planned. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation not completed at time of this report. No files/logs have been returned to manufacturer for evaluation.